Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6),

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 11/18/2016. The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings. A call service (cs) 069 alarm was reproduced when the pump was powered up. The pump was unable to recover from cs69 after reboot; therefore, the remaining steps were unable to be investigated. The cs 069 failure was written as cs 087 failure in the black box in the black box history. A component failure was found on the printed circuit board.